Event description:
This is a non-us event. This occurred in canada. Consumer reported that upon removal of a tampon on (B)(6)2024, the pledget fell apart into pieces. Since she was unable to remove the pieces herself, she received medical attention on (B)(6) 2024 and the pieces were removed from her vaginal cavity by the doctor. She reported having cramping after removal. She does not have any medical follow-ups planned.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release. H3 other text : not returned to manufacture.